Event description:
It was reported that the left side deep brain stimulator was found to be off at a follow-up visit on (B)(6) 2009. The patient had "set a metal detector off". No patient issues related to this event were reported for the next month and the patient felt "good".

Manufacturer narrative:
(B)(4).